Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova received a report that a s5 double head pump touch screen became unresponsive during priming. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification and was returned to service. As the issue could not be reproduced, a root cause was not identified.